Manufacturer narrative:
Complaint: (B)(4) received customer pictures and video. Received 20 loose tubes in a rack with rack packaging for evaluation. The alleged mislabeling is confirmed.

Event description:
Customer provided a picture of unused tubes in a rack with rack packaging. Rack label states 456003/b220533j (6ml edta k3). Tube label states 456089/b22053ev (6ml serum). Tubes have pink caps consistent with components for 456003 and not for 456089. March 13, 2023: customer returned samples (as depicted in customer picture) received. Verification of additive content was performed on customer returned samples. Based on these results, the tubes contained and were within specification for edta k3, and no bca was present. This is consistent with both the cap color of the tubes and the rack labeling present. Therefore, the serum tube labels are incorrect.